Event description:
Repair center alleged - low o2 / yellow light. Key failure- sieve beds are contaminated. Per independent repair statement low o2 or yellow light. Key failure was the sieve bed was contaminated. Additional malfunctions was the 4 way valve, muffler and the heat exchanger were contaminated.